Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5092393 that a female patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 325cc and an unspecified mentor gel breast implant (sides unknown) and suffered several unexplained systemic symptoms, including acne, anxiety, brain fog, bloating, blurred vision, difficulty swallowing, digestive issues, depression, difficulty holding onto things, difficulty doing tasks that require delicate precision, decreased libido, fatigue, feeling like dying, aging, facial swelling, hand swelling, headaches, heart palpitations, irregular heartbeat, hives, eczema, irritability, food intolerance, inflammation, joint pain (hands, hips, knees), breast pain, ringing in ears, memory loss, insomnia, night sweats, tingling right hand, tingling fingers, numbness in fingers, numbness in right hand, weight loss, diagnosed with (B)(6), low vitamin d, depression, stress, hair loss, lipid hdl 227/idl 136, small lump in the right breast, pain in my right side by my ovary, diagnosed via ultrasound with a large fibroid growing outside of uterus, stomach pain, and general health deterioration. Rupture on the right side was also reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report shall be for the right side.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).